Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis with complaint of error 41622. This alarm event pauses the delivery of the pump until the error is addressed. Review of event log found error code 41622 occurred. No service records found in the last 12 months. Visual and functional testing was performed. Motor test confirmed error code 41622 occurred. The motor gear was out of alignment. Readjusted the motor gear to correct this issue. Replaced downstream occlusion (dso) seal for preventive maintenance.